Event description:
The event is a surgical procedure following left heart catheterization (lhc). The pt underwent a diagnostic lhc through a 5 fr sheath. The pt had history of pad, moderate calcification and no tortuosity or scarring. Following access with the area device the physician had difficult time inserting sheath over guidewire. Fluoro revealed sheath was prolapsing under skin and the stick was located below the femoral head. Quarter size hematoma was noted. The sheath was removed and the physician held manual compression for 5 minutes prior to re-accessing the site using standard access without axera. The physician completed the lhc and noted that the groin hematoma continued to grow. The pt complained of pain and hbg dropped from 10.2 to 8.5. A vascular surgeon was called and the pt taken to surgery. The physician stated re-stick could have nicked the profunda artery. The surgical report indicates a large hematoma present and primary source of bleeding from the profunda artery. The physician believes the axera device was deployed in the common femoral artery and did not cause the bleed. Prior to surgery hemoglobin had dropped a couple of grams 8.5 to 10.4. Two units red blood cells were administered.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the DHR was performed for the device lot, dilator adapter and guidewire lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed. This is the 2nd reported hematoma for this lot. Additionally, review of the previously investigated complaint associated with this lot indicates no lot-specification issue. The axera access system in instructions for use. Was reviewed. Based on available info, there is no indication that the IFU was not followed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning, and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. Based on the analysis completed, the root cause for the sheath prolapse and hematoma is unk as it cannot be definitively determined and the bleed ws due to pt anatomical factors.